Event description:
Healthcare professional reported right side rupture, double capsule, capsular contracture, baker grade IV, and intracapsular seroma. Histology report stated chronic inflammatory reaction without atypic changes. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma, and capsular contracture baker grade IV.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: material rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Device appears to trigger rejection: unable to confirm as it is a medical event not related to the device. Capsular contracture: unable to confirm as it is a medical event not related to the device. Foreign body reaction: unable to confirm as it is a medical event not related to the device. Inflammation: unable to confirm as it is a medical event not related to the device. No clinical signs, symptoms or conditions: unable to confirm as it is a medical event not related to the device. Seroma: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported right side rupture, double capsule, capsular contracture, baker grade IV, and intracapsular seroma. Histology report stated chronic inflammatory reaction without atypic changes. The device has been explanted.

Manufacturer narrative:
Information for this record was originally submitted under manufacturer report number : 9617229-2021-16583. All information in the future will be reported under this operating record.

Event description:
Healthcare professional reported right side rupture, double capsule, capsular contracture, baker grade IV, and intracapsular seroma. Histology report stated chronic inflammatory reaction without atypic changes. The device has been explanted.